Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of ¿broken battery case and missing battery guide¿ was confirmed through visual inspection and functional testing. Further investigation found the upstream occlusion (uso) seal was buckling. Replaced battery compartment and uso seal. The device passed all testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿broken battery case and missing battery guide.¿; during device evaluation it was found the upstream occlusion (uso) seal was buckling. There was no patient involvement.